Manufacturer narrative:
Additional information was provided in d.3., d.4., d.9., g.1., h.2., h.3., h.6. And h.11. Product manufacturing site updated due to receipt of new information received. Manufacturer report number corrected and reported under MDR# 9612169-2025-00234 for cork. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of received lens back with a scratch and a broken leg. Another lens was then placed at the patient. Additional information has been requested.